Manufacturer narrative:
The customer reported the tubing broke in the pump, and returned one photo of material 2420-0007, lot unknown. The photo verified the complaint of damaged tubing, at the upper fitment of the pump segment. The silicon tubing was completely severed all the way through. The ring retainer was intact and attached correctly to the set, the tubing had been sliced or cut through. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant was unable to trace the reported issue to the manufacturing process. The root cause is unknown.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that IV was leaking. She then found that the tubing had broken in the alaris pump set. It was just a normal saline line running and the nurse removed the line from the patient and the IV pole and clamped the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.